Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her buttons were not working properly. Troubleshooting revealed customer was in (B)(6) with humid weather. Customer is advised disconnect from her insulin pump and revert to her back-up plan while a replacement pump is being sent out. No additional information is provided.